Event description:
It was reported by service report that the head-end siderail inner and outer panels were cracked, and possibly inner blank panel labs were broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: head-end siderail panels were cracked. Head-end siderail modules were broken.